Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient has a chronic (B)(6) driveline infection and was prescribed suppressive antibiotics; however, the patient had stopped taking it for an unknown reason. On (B)(6) 2018, the patient was treated with a course of doxycycline due to elevated white blood cells (wbc). Blood culture was negative. Urine culture grew beta hemolytic streptococcus. The patient was negative for flu. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The patient remains ongoing on vad support and no further events have been reported. No additional information was provided. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.